Event description:
The complainant called to report that their cat, died in an incubator by thermocare. The cat was diagnosed with pyloric hypertrophy/stenosis (h/o chronic vomiting). The cat was admitted for pyloroplasty to vet hospital. The cat appeared to be recovering well and had eaten. The cat was last seen around 2:00 pm the following day. Approximately 30 to 40 minutes later, the cat was found trapped between the plexiglass lid and bottom of the incubator. The head and forepaws were protruding, shocky and white. Unlatching the lid to extract the cat caused further crushing. The vet had to close the hospital for 2 hours to work with the cat, including blood transfusion and belly wrap. The cat seemed to recover and progress for a few days but five days later, after they were fed the cat died. A necropsy was done on the cat ant it was determined that the cat suffered from a ruptured liver lobe and pancreatitis. The vet indicated that the pancreatitis was the probable cause of death. The owner feels that this incubator is not a safe design. Vet indicated that the cat was in the hospital for pyloroplasty for pyloric stenosis and had an excellent chance for recovery. The cat was placed in thermocare unit the day after recovery on low heat, not on oxygen. The ivs were removed and the cat was urinating. The staff checked on the cat around 2:00 pm and the cat was fine. They heard screaming approximately 30 to 40 minutes later. They found the cat trapped.